Event description:
A discordant, falsely elevated potassium (k) result was obtained on a dimension vista 1500 instrument for one patient. The discordant result was reported to the physician. The potassium sample was not reanalyzed as the sample was hemolyzed. The customer did not provide a result for the patient with a new sample without hemolyze. There are no known reports of patient intervention or adverse health consequences due to the discordant k result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant potassium result was due to user error. The operator did not wait for the hemolysis, icterus, and lipemia index (hil) report before releasing the potassium result. The tsc instructed the customer on proper sample handling, specifically that the hil index is an indicator of sample quality for common interferences. The instrument is performing within specifications. Further evaluation of the device is not required.